Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range with ketones. The bg level and ketones were addressed with hydration and an insulin injection. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions as the alarms had occurred in the past.